Manufacturer narrative:
The reported event of the left disc deploying deformed was confirmed. Following the simulated deployment, the bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. Though the occluder was determined to meet functional specifications, the root cause of the deformation upon initial deployment is under further investigation.

Event description:
On (B)(6) 2019, a 25mm amplatzer cribriform occluder was selected for implant. During positioning, the left disc deployed deformed and was removed from the patient. The device was tested outside of the patient and continued to deploy deformed. Another 25mm amplatzer cribriform occluder (lot number: 6741292) was used to complete the procedure. No patient consequences were reported.